Manufacturer narrative:
On 10/15/96, the facility nurse reported that the patient is still experiencing pain. The device was scheduled to be refilled again on 10/16/96 and the dosage would be increased at that time. The facility nurse also stated that the patient had been referred to a neurosurgeon and she did not believe that a dye study had been performed yet. On 10/31/96, the facility nurse reported that the device had been refilled on 10/16/96 and the dosage was increased as planned; however, the patient is still experiencing inadequate pain relief. There did not appear to be any device flow rate issues and a dye study had not yet been performed. The facility nurse stated that the patient had been referred to a neurosurgeon who saw the patient once before transferring to another facility. In addition, the facility nurse stated that it is not known who the patient is now being seen by. The MFR inquired if the facility nurse is continuing to perform the patient's device refills and the facility nurse responded that she did not have a device refill scheduled for this patient at the present time; however, if requested she will perform the device refills. In addition, the facility nurse stated that it may be six weeks or longer before she hears anything further concerning this patient. Since follow up info concerning the current status of this patient/device is not available and it is not known when follow up info will be received, the MFR's investigation of this event was limited to a trend analysis and review of the device history record for this part/serial number. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info and due to the unavailability of the device for analysis, no conclusion could be drawn as to the cause of this event. No further details are available. The MFR is not closing its file on this event. The MFR has informed the facility nurse that should additional info become available concerning the status of this patient/device, or should the device be explanted and become available for analysis, then the MFR will reopen its investigation of this event.

Event description:
The device was implanted on 5/2/95 for intrathecal infusion of morphine. Note: intrathecal infusion of morphine was not a MFR's indication for the device's intended use. On 8/28/96, the facility nurse contacted a MFR nurse and reported that a device catheter revision had been performed in 9/95, due to displacement. The morphine sulfate dosage has been gradually increased since that time from 2mg/ml; however, the pt is still not experiencing pain relief. The facility nurse stated that in viewing the pt's chart, she noted that a CT scan which was done in 11/95 could not tell the exact position of the catheter and it was suggested at that time that a fluoroscopic dye study be performed; however, one has never been done. The facility nurse also stated that the device flow rate appears to be "okay", however, she has only refilled the device one time. The pt's previous physician is deceased. The new physician will be available on 9/3/96 and the facility nurse stated that she would bring this to his attention and try to have a dye study performed before the pt's next scheduled visit which is the second week in oct.